Event description:
It was reported that the connection between the product and a mating component was so loose that they got disconnected easily. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.